Event description:
The following information was reported: during prep, the balloon lost pressure. The mynx vascular closure device was not used in the patient. A different manufacturer's closure device was used to achieve hemostasis. The patient was not hospitalized.

Manufacturer narrative:
The device was returned in its original tray with no evidence of patient contact. Visual inspection of the device showed that the shuttle was still engaged to the handle. The sealant and the advancer tube remained in the manufacturing position. The balloon was inflated with water and pressure was maintained. The inflation indicator performed per specification. Based on the information provided and the investigation performed, the reported event could not be confirmed and the root cause could not be conclusively determined. There is no evidence to suggest that the mynxgrip vascular closure device did not meet specification or perform as intended per instructions for use (IFU). The review of the lhr (f1429507) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).